Manufacturer narrative:
Device evaluation of monitor (B)(4) and electrode belt (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018 at 3:55 pm while in the hospital. The cause of death was reported to be cardio respiratory arrest and end stage heart failure. Device download data revealed that the patient was treated by the lifevest prior to passing. Per review of the ECG and flag data at approximately 02:57:22 pm, the patient received a treatment from the lifevest. The patient was in atrial fibrillation (af) at 130 bpm at the time of the treatment. The post shock rhythm was a-v pacing with no cardiac response. At 3:00:35 the device entered another detection sequence. The ECG recording showed that the patient was in af at 120 bpm. The patient was not treated during the second detection sequence as the electrode belt was disconnected at 03:01:04. The patient was in af at the time of the belt disconnection. The device was not active at the reported time of passing (3:55pm).